Event description:
The patient ws implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller was initially in use on the patient during her planned pump exchange (B)(6) 2014. In the operating room, after patient was on support, the system controller began to red hart alarm and the pump stopped at ta speed of 9000 rpm. No message on led display per vad coordinator. A system controller change was performed in the operating room, and patient is stable.

Manufacturer narrative:
Based on additional information provided, the event date was updated to (B)(6) 2014. Corrected information. Approximate age of device - 11 days. The report of a pump stoppage was confirmed based on the investigation of the system controller serial number (B)(4). The log file contained 75 events spanning approximately five minutes of data. Once the driveline was connected the pump stayed at the set speed for approximately three minutes before the pump stopped. Over the next two minutes, according to the log file, the pump speed fluctuated between 0 rpm and less than 1700 rpm. The system controller was functionally tested in our laboratory and it did not operate the test pump. Further evaluation of the system controller revealed an internal issue with the printed circuit board (pcb). Similar incidences have been reported. A corrective and preventive action has been implemented to address the issue. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.